Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the operating room the super arrow-flex (saf) sheath was inserted into the patients' femoral artery. The intra-aortic balloon (iab) could not be advanced through the saf sheath. As a result, the iab and saf sheath were removed as one unit. The md requested another iab for insertion. There was no reported patient death or injury. Medical/surgical intervention was not required. The delay in iab therapy was until another iab was prepped and inserted successfully. There were no patient complications. The patient outcome is fine. Additional information received on 2/9/2011 from the sales representative stated that the customer was aware that they used an iab that was part of the "urgent medical device recall" 12/21/2010. The chief of perfusion told the sales rep that "they never had a problem with this product and as a result they did not feel they needed to return the recalled product." Reference MDR #1219856-2011-00066 for the second event and MDR #1219856-2011-00067 for the third event involving the same patient.